Manufacturer narrative:
See regulatory report # 3004209178-2018-08309 for other implantable neurostimulator (ins) related to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient had an infection at the ins site and had an open incisional wound. The caller reported they could see the ins. The hcp was managing the infection with antibiotics and the infection was confirmed. No further complications were reported or anticipated.